Event description:
Customer reports, the depth markings were smudged and unreadable. The dr had great difficulty inserting the uvc and then had to remove and start insertion again once he realized the numbers were unreadable. No pt injury was reported.